Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level went as high as 448 mg/dl. Troubleshooting for no delivery was performed. Troubleshooting for no delivery was performed. Customer advised they resolved the issue with an infusion set change. Customer declined to return the reservoir or infusion set for analysis. Customer was advised to change out their reservoir as soon as possible and monitor their blood glucose levels.